Event description:
It was reported that during a left total mastectomy a plastic portion of the device broke and fell off before the device was fired. All pieces were retrieved and intact. It was not clear whether any pieces fell into the patient. There was no patient injury. Additional information was requested, but no additional information was available.

Manufacturer narrative:
Final device investigation found that the device was returned with the clear plastic piece covering the side of the jaw around the clip retainer broken off and returned with the device. Upon evaluation, it was determined that the clip retainer was missing the push fork was not centered. The seven remaining clips were fired from the device. All of the clips did not load properly into the jaws and were ejected, unformed from the device. After the last clip was fired, the locking mechanism engaged as intended. The device history record was reviewed, and no discrepancies were noted. As each device is visually inspected and functionally tested prior to release, no conclusion could be made as to what may have caused the reported event.